Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screwdriver broke while installing a screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned screwdriver was evaluated. Visual inspection found that the tip has fractured off. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. As limited information beyond that it occurred during screw loading, a cause cannot be conclusively determined; however, failures of this nature are often attributed to use over time or due to greater than expected forces being applied during screw insertion.

Event description:
It was reported that the tip of a screwdriver broke while installing a screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.